Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's etco2 module and system pcb to resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that the keypad of their device intermittently did not work and the service led was illuminated. This resulted in an inability to use several monitoring functions, including ECG, at times. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted physio-control to report that the keypad of their device intermittently did not work and the service led was illuminated. This resulted in an inability to use several monitoring functions, including ECG, at times. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control reviewed the electronic device records and it was observed that there were multiple button presses and releases back to back, which could indicate that the button was repeatedly pressed due to a failure of response. However, as the reported issue of the keypad intermittently not working could not be reproduced, a cause of the reported issue could not be determined.